Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited black screen. The issue occurred during a diagnostic colonoscopy procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the xenon light source exhibited black screen was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to the scope used in the combination rather than the product. The following are included in the instructions for use (IFU): when cv-290's instructions labeled "please contact olympus" and the error messages related to abnormal images were checked, the following were checked. Clv failure e100, clv turret failure e200, clv filter failure e201, clv unit failure e202, scope failure e218, scope failure e219. Olympus will continue to monitor field performance for this device.